Manufacturer narrative:
Device manufacturing records were reviewed. Code: review of manufacturing records confirmed sterilizaton for both the generator and lead prior to distribution

Event description:
It was reported to the manufacturer that the vns patient's generator was explanted due to an infection. The infection was diagnosed when the patient visited the emergency room. Cultures were taken with the patient's body fluids and the infection was confirmed to be a staphylococcus aureus infection. No patient manipulation or trauma occurred at the generator site leading to the event. The infection was treated with IV antibiotics. The infections was related to the vns implantation surgery. The patient was re-implanted with the vns device months after the explantation surgery.